Event description:
During a follow-up, episodes of over-sensing and decreased sensing were noted on the right ventricular (rv) lead. Diagnostic imaging confirmed rv lead dislodgement. The device was deactivated while awaiting a lead revision. The patient was stable.

Event description:
During a follow-up, episodes of over-sensing were noted on the right ventricular (rv) lead. Diagnostic imaging confirmed rv lead dislodgement. The device was deactivated while awaiting a lead revision. The patient was stable.